Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump received replace battery alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery alert and no power loss alarm during testing. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment